Event description:
Medtronic aquamantys 2.3 bipolar sealer irrigation stopped pumping and the device overheated and began to smoke. The device was replaced with a "like" device that worked without issue for the remainder of the procedure. Diagnosis or reason for use: cervical laminectomy, posterior fusion. Event abated after use stopped or dose reduced: no.